Manufacturer narrative:
(B)(4). Review of the device logs did not verify the reported issue of a patient symptom of hernia. The direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the event was not reported until after the device has been serviced, a complete device analysis could not be completed to investigate the reported event. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized for the hernia event. Treatment was not reported. The cause of the hernia was unknown. Thirty-five days prior to receipt of this report, pd therapy was discontinued and hemodialysis was started. At the time of this report the outcome of the hernia event was not reported. Additional information was requested but is not available.